Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was post-paced t wave over sensing (pptwos). The patient was asymptomatic. The ICD was reprogrammed, and the patient left in stable condition.